Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, exchange (B)(4).

Event description:
The reporter indicated that the surgeon decided to implant an 13.2 mm vticm5_13.2, -12.50/+5.0/107 (sphere/cylinder/axis), implantable collamerlens lens into paients right eye on (B)(6) 2018. The length was to short causing low vault. It was his fault not to select the 13.7mm lens length which is now in the paitents eye (after exchange on (B)(6) 2018) and shows a good vaulting of ~400m. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned with moisture on lens, in micro-centrifuge vial, clear surgical debris on product. Visual inspection found haptic tear and debris on the lens. Claim# (B)(4).